Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors, prime anomaly or delivery anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump spitting out insulin and reported pump error 857 alarm. The customer¿s blood glucose was 116 mg/dl at the time of the incident. During troubleshooting, the customer to select load and hold down until load reservoir process completes. Customer did not receive complete status with next highlighted on the screen. Advised customer the pump will need to be replaced. The insulin pump will be returned for analysis.